Event description:
It was reported that this lv lead exhibited an impedance measurement of more than 3000 ohms due to visible conductor cable fracture which was observed in the pocket. This lv lead was surgically abandoned and replace with a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.